Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. The pump ¿blocked itself¿ and does not retain the battery type that is chosen by the user. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue has the potential interfere with the battery life of the battery if the battery type setting is not accurate for the battery being used.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2017 with the following findings: the pump's black box showed no activity outside of normal use of the device. The pump powered on to the display screen with no issues. The battery setting was changed from lithium to alkaline. When the pump was rebooted, the battery setting displayed as lithium as the pump was programmed to operate.